Manufacturer narrative:
Literature citation: n. Gutteck et al. Immediate full weight bearing after tarsometatarsal arthrodesis for hallux valgus correction - does it increase the complication rate?. Foot and ankle surgery 21 (2015) 198-201. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly it was reported in article by gutteck et al. Titled "immediate full weight bearing after tarsometatarsal arthrodesis for hallux valgus correction? Does it increase the complication rate?" That one patient in the full weight bearing group sustained a superficial compromised wound healing.